Manufacturer narrative:
The touch screen from device ro15045 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during preventive maintenance, when rosa was turned on, the computer monitor was not responsive to touch, but the mouse could be used to move the cursor.

Manufacturer narrative:
Following the investigation, there is confirmed failure, device operated within specification.